Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high elecsys cortisol ii results for multiple patient samples. Data was provided for three patient samples. Patient 1 initial result was 107.2 ug/dl. The repeat result was 63.44 ug/dl with a data flag and on another cobas 6000 e 601 module the repeat result was 28.2 ug/dl. Patient 2 initial result was 185.4 ug/dl. The repeat result was 63.44 ug/dl with a data flag and on another cobas 6000 e 601 module the repeat result was 29.9 ug/dl. This patient was a (B)(6) female. Patient 3 initial result was 241.5 ug/dl. The repeat result was 63.44 ug/dl with a data flag and on another cobas 6000 e 601 module the repeat result was 40.4 ug/dl. This patient was a (B)(6). The erroneous results were reported outside of the laboratory. The patients were not adversely affected. The reagent lot number was 23810101 with an expiration date of 30-apr-2018. The customer replaced the procell, cleancell and preclean m solutions and primed the system. The field service representative could not find a cause. He had the customer run precision testing, calibration and qc with results within specifications. Follow up with the customer confirmed the issue was resolved. Based on the calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.